Event description:
Patient reported that their dentist seen that they have an open bite. They did not have this prior to starting the aligner treatment. Their dentist informed them this is not good and they only have 3 of their middle teeth touching when they bite down. This is a contraindicated patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.